Event description:
The report states, "customer has reported that a clip came off the left saphenous vein. Patient wound had been closed but they noticed a bleed before patient left the theatre, patient wound was reopened and found clip no longer on the vessel. They placed a further clip to ligate vessel". Additional information received states, the clip fell into the pericardium/heart and was retrieved. The bleeding was severe, as the clip came off from the vein branches, resulting in significant bleeding". Further information received states the intervention to control the bleeding was to "reapply the liga clip to the bleeding vessel if applicable/stitch the bleeding point". No blood transfusion was required. The patient's current status is reported as "discharged to home".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "customer has reported that a clip came off the left saphenous vein. Patient wound had been closed but they noticed a bleed before patient left the theatre, patient wound was reopened and found clip no longer on the vessel. They placed a further clip to ligate vessel". Additional information received states, the clip fell into the pericardium/heart and was retrieved. The bleeding was severe, as the clip came off from the vein branches, resulting in significant bleeding". Further information received states the intervention to control the bleeding was to "reapply the liga clip to the bleeding vessel if applicable/stitch the bleeding point". No blood transfusion was required. The patient's current status is reported as "discharged to home".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in august of 2018 from lot number 06b1864909. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted resulting in incorrect function due to one of the jaws of the device being bent/misaligned with the other jaw, resulting in the jaws not being parallel with each other. The jaws on the device must be parallel with each other for the device to function properly for proper clip closure. We are unable to determine what caused the jaws to be bent/misaligned but misuse at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.